Event description:
It was reported that the patient was going to be referred for vns generator replacement, but now the vns will be explanted without replacement. It was noted that the patient was experiencing "cardiac pauses," which resolved when the vns was disabled. It was also noted that the patient experienced pain in the chest that radiated up to the left side of the neck. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient's device was explanted. The explanted device has not been received for analysis to date.